Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) stopped receiving stimulation approximately a few weeks ago. As a result, the patient underwent surgical intervention. During the procedure diagnostics revealed invalid impedances. In turn, the physician explanted and replaced (same model) the lead. Effective stimulation was restored postoperative.